Manufacturer narrative:
Corrected b5.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) on (B)(6) 2025, with a blood glucose (bg) of 1200 mg/dl. According to the hcp high levels persisted due to several ignored occlusion alarms over time. The customer repeatedly cleared the alarms without taking corrective action and chose to ignore the ongoing warnings. The customer received intravenous fluids of saline and insulin, which resolved the issue, and no permanent damage was identified by healthcare providers. The customer was released from the hospital on (B)(6) 2025 and chose to revert to multiple dose injections for insulin therapy.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) on (B)(6) 2025, with a blood glucose (bg) of 1200 mg/dl. According to the hcp high levels persisted due to several ignored occlusion alarms over time. The customer repeatedly cleared the alarms without taking corrective action and chose to ignore the ongoing warnings. The customer received intravenous fluids of saline and insulin, which resolved the issue, and no permanent damage was identified by healthcare providers. The customer was released from the hospital on (B)(6) 2025, and chose to revert to multiple dose injections for insulin therapy.